Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root cause cannot be determined, review of the logs confirmed a clamping failure to occur on this sureform stapler instrument. The probable root cause of the clamping failure can be attributed to clamping over hard objects, such as clips, staples, or thick and/or incompressible tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The instrument was found to have repeated clamping failures within a single install based on log review. The instrument was functionally tested on an in-house system achieved adequate compression on a test foam with a green reload installed. The stapler was tested in-house and passed initialization, recognition, engagement, clamping, firing, and unclamping test. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the prop b-shape. The probable root cause cannot be determined since failure analysis could not replicate the customer reported issue. There were no functional issues found with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument would not open or fire. The procedure was completed with no reported injury.